Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: correction: this MDR is being submitted to correct the submitted event date.

Event description:
To date additional patient or event details have been received which is added in b3 and h11.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalized on (B)(6) 2024 due to hyperglycemia. The blood glucose level was over 600 mg/dl at the time of event and the patient got treated with a pen. No further information was available.